Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed it was reported that there was t-wave oversensing and that the patient received shocks while undergoing radiation therapy for cancer. It was further reported that there was sensing difficulty, unacceptable thresholds, high impedance greater than 3000 ohms, and a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing sensitivity shock, inappropriate high threshold.

Event description:
It was reported that there was t-wave oversensing and that the patient received shocks while undergoing radiation therapy for cancer. It was further reported that there was sensing difficulty, unacceptable thresholds, high impedance greater than 3000 ohms, and a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.